Event description:
It was reported that during an anterior repair, the pt's bladder was perforated. The doctor was unfamiliar with the trocar since this was his first time using the instrument and he went in too deep. The dr placed a foley catheter in the pt and sent the pt home to allow the bladder to heal on his own.